Manufacturer narrative:
Event date is literature article published date shortened protocol for radiofrequency ablation of perforator veins journal of vascular surgery: venous and lymphatic disorders 2017; vol 5, issue 4; pg 1-5 https://doi.org/10.1016/j.jvsv.2017.04.0. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The purpose of this article is to determine the effect of a shortened protocol for radiofrequency stylet (rfs) ablation by comparing the early success using three different temperatures: 85°c, 90°c, and 95°c. A retrospective study examined 642 procedures of incompetent perforator veins (ipv) closures in 255 patients with varying degrees of venous insufficiency treated with rfa from 2009 to 2015. The rfs probe was angled at four 90-degree angles at the mentioned temperatures with a shorter treatment time at 6, 4, and 3 minutes, respectively. The three different treatment protocols were compared. Pre-operative and post-operative duplex ultrasound scans were carried out with the post-operative duplex ultrasound scans performed 3 to 7 days after the procedure. Of the 255 patients involved in this study, 54% of patients were female with an average age of 65±14.6 years. Of the 642 procedures carried out the distribution of these is as follows: 472 in were carried out in the calf and 170 in the ankle. Approximately 50% of these procedures were carried out on the right leg. The maximum vein diameter was 4.37 mm (61.04 mm) with successful obliteration and 4.49 mm (61.01 mm) for failure. Among the 642 procedures in 255 patients, 80 had the procedure for 1 ipv, 113 had 2 ipvs treated, 32 had 3 ipvs treated, 28 had 4 ipvs treated, 11 had 5 ipvs treated, 5 had 6 ipvs treated, 3 had 7 ipvs treated, and 1 each had 9 and 10 ipvs treated in both legs including veins in the calf and ankle. The study showed that shortening the protocol time for rfa of the perforator did not make a significant difference in the early success rate, regardless of the temperature. All patients had comparative preoperative and postoperative duplex ultrasound scans. There were no complications associated with the perforator ablation, such as wound infection, skin necrosis, or nerve injury. The rate of deep venous thrombosis was <(><<)>1% and involved focal segments of the tibial veins.